Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, two electronic photos and two videos were provided for review. The catheter break and fatigue were noted in the photo. Upon the infusion leak and ballooning of catheter was noted, physician was moving the catheter by holding from both the side the catheter was moving up and down freely. Bond failure was noted in the video. Therefore, the investigation is confirmed for the reported catheter break, leakage and identified stretch and loss or failure of band. However, the investigation is inconclusive for the reported difficulty in flush and suction issue as there were no objective evidence obtained from the provided information. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 11/2026). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week and five days post a chronic catheter placement, the catheter material was allegedly noted fatigue with risk of breaking. It was further reported that catheter allegedly leaked, difficulty while infusion and aspiration. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 11/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twelve days post a chronic catheter placement, the catheter allegedly broke. It was further reported that the catheter allegedly leaked. Furthermore, the catheter allegedly had difficulty in infusion and aspiration. Reportedly, the catheter was removed and replaced. There was no reported patient injury.